Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, lot# j10902r03, implanted: 2001 (B)(6), explanted: 2010 (B)(6). Catheter: model 8575, lot# n092902, implanted: 2007 (B)(6), explanted: unk.

Event description:
A recurrent hygroma and fractured catheter were reported. Fluid was aspirated on (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. A repair of csf (cerebrospinal fluid) leak was done on (B)(6) 2010 and (B)(6) 2010. Catheter was explanted on (B)(6) 2010. Fracture at lumbar portion of catheter was indicated. Patient experienced swelling at lumbar incision site, pain, headaches. Severity was reported as moderate. Drugs delivered via the device were hydromorphone, bupivacaine, clonidine, fentanyl; refill program date/time was noted as (B)(6) 2009/09:53. Patient outcome was noted as resolved without sequela as of (B)(6) 2010.